Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead. It had no power. They changed the battery and it worked for 20 minutes but then shut off again. The customer¿s blood glucose during the incident was 115 mg/dl. Troubleshooting was performed. They did receive a low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.